Manufacturer narrative:
Section a4: patient's weight is not available at this time. Section b3: date of event is estimated. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
It was reported patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.